Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient could feel the ipg move any time she moved her arm, and the patient disliked the way it felt. To address the issue, the physician re-sutured the ipg in place on (B)(6) 2018.